Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction information: the supplemental emdr indicates: physio-control has been unable to obtain any additional information from the customer regarding the reported event. Proper device operation of the device has been confirmed through functional and performance testing and the device has been returned to the customer for use. Physio-control did replace the customer's batteries as a precaution, during the device evaluation. The cause of the reported failure could not be determined. The supplemental emdr should indicate: physio-control has been unable to obtain any additional information from the customer regarding the reported event. Proper device operation of the device has been confirmed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported failure could not be determined. Supplemental information: physio-control performed a clinical evaluation on the reported event. With the lack of available information, physio was unable to determine if the reported device issue contributed to the death of the patient.

Event description:
The customer reported that during a patient event, the device lost power. The patient did not survive the event. There has been no additional information reported or obtained regarding the event.

Manufacturer narrative:
Physio-control has been unable to obtain any additional information from the customer regarding the reported event. Proper device operation of the device has been confirmed through functional and performance testing and the device has been returned to the customer for use. Physio-control did replace the customer's batteries as a precaution, during the device evaluation. The cause of the reported failure could not be determined.